Manufacturer narrative:
Cynosure tech inspected the laser system and found no issues. The laser system is working within specification. It is likely the treatment parameters were too high for this type of skin.

Event description:
Patient of (B)(6) descent and with an apparent tan received hair removal treatment on her face and presented with burns. The area treated turned pink post-treatment and topical cream - bacitracin - was given to patient.